Manufacturer narrative:
Approximate age of device - 3 years 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 for ventricular arrhythmia's. It was not communicated what type of treatment the patient received or when the patient was discharged. There were no reported alarms for the event.

Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information was received on 26apr2019 stating that the patient experienced ventricular tachycardia devolving into ventricular fibrillation. The patient was defribrilated and had a percutaneous intervention. It was stated to not be device related, the patient had an ischemic cardiomyopathy and had obstructive plaque. The patient was discharged on (B)(6) 2018.